Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via merlin.net in backup vvi. The patient was brought into the clinic for further evaluation. The device firmware was successfully restored. The patient is stable.